Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding and dyspareunia the surgeon determined that bladder sling is now penetrating both sides of the vagina and recommends leaving it in because removing it could cause fistulas and other problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01611. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to treat vaginal weakness, rectocele, cystocele, and stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.